Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 41-year-old male patient was implanted with an impella cp for mechanical circulatory support. The patient developed oozing (bleeding), a hematoma and pain at the impella cp insertion site. A bicarb purge was started and the systemic heparin was switched to bival. In addition, it was suspected that the patient was experiencing hemolysis. The impella was repositioned when the echocardiogram indicated the device was more posterior. It was later decided that the patient would need to be escalated to the impella 5.5 for more support. The impella cp was removed and impella 5.5 was placed.